Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker showed variations in longevity. Device had 3.5 years left few months ago which then switched to less than 6 months currently and became 2 years after impedance test. Moreover, right ventricular automatic capture (rvac) was turned off as it appeared inaccurate. Boston scientific technical services (ts) discussed that issue may likely be due to bin boundary and suggested printing device memory. To date, the device remains in service. No adverse patient effects were reported.